Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, no audio, which was observed during evaluation. Evaluation found an insufficient solder connection between the backflex and the speaker causing the reported problem. Speaker replacement was satisfied through rear case assembly replacement. Additional information: (not audible alarm), (loose or intermittent connection), (solder joint failure).

Event description:
It was reported that a spectrum pump constantly had no audio output. It was also reported there was no patient involvement.